Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production and functionally inspected. During testing, the issue reported "unit is not reaching temperature" was not observed in the current manufacturing process. A device history record review did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. The physical device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be determined. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device is not reaching appropriate temperature. Alleged issue reported detected during pre-testing prior to use on the patient. It was reported there was no patient complication.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a 382-10 universal water column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again. The following test parameters were set: invasive mode, full rainout, 37 c. The unit functioned without any interruption or functional anomalies for ~2.0 hours. A device history record review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint cannot be confirmed. Functional inspection and additional testing did not reveal any operational anomalies. Other remarks:.

Event description:
Customer complaint alleges the device is not reaching appropriate temperature. Alleged issue reported detected during pre-testing prior to use on the patient. It was reported there was no patient complication.